Event description:
It was reported that "during a laparoscopically assisted vaginal hysterectomy, the aec (articulator) clamped down on the tissue and the jaws would not release. The device was forced open and removed." The patient was not injured and the procedure was completed with a second device.